Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. Customer's blood glucose was 328 mg/dl at time of report. Troubleshooting indicated the occlusion was located in the infusion set tubing; however, customer maintained that the pump was the cause of the occlusions. Customer changed the infusion set to address the issue and ultimately reverted to manual injections for alternate insulin therapy.